Event description:
It was reported that the patient underwent an inflatable penile prosthesis procedure due to malfunction. All components were replaced. The event resolved. Additional information received indicated that in 2020 the patient was not able to inflate the device to perform erection. The penile prosthesis was not functioning due to mechanical failure. The device was originally implanted in 2010.